Event description:
In 2001, the surgeon contacted the co's distributor to inform MFR of a pt who had died due to meningitis. The surgeon's letter stated that the pt developed "encephalitis" along with generalized sepsis and died the next day. The head of the implant center ent division, who is also the implant surgeon, at the implant center informed the company that there was no evidence of middle ear infection. According to the implant center, the pt's implant had been working properly prior to this event.